Manufacturer narrative:
The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the blade was fractured and separated from the device tip. The broken tip was returned with the device. Further inspection reveals gouges could been seen on the blade from contacting the inner geometries of the shaft assembly. The device was then disassembled to inspect the scalpel rod. The fracture was found high on the scalpel rod not in the cutting area of the blade. The device inspection indicated that the complaint was confirmed for the reported failure mode of fractured blade. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. Therefore, the most likely root cause(s) are: applying improper or unnecessary directional or rotational force to connect instrument to hand piece. Jaws/blade subassembly damage or separation. Too much force or torque applied to instrument, or grasping/pulling. The instructions for use (IFU) state: use the torque wrench (already mounted to the shaft) to tighten the blade onto the hand piece. Turn the torque wrench clockwise while holding only the gray hand piece until it clicks twice . Indicating that sufficient torque has been applied to secure the blade. Do not attempt to bend, sharpen, or otherwise alter the shape of the blade. Doing so may cause blade failure and user or patient injury. Avoid contact with any and all other instruments while the instrument is activated. Contact with staples, clips or other instruments while the instrument is activated may result in cracked or broken blades. Note: do not use any other means than the torque wrench to attach or detach the instrument from the hand piece. Note: do not torque the instrument by hand without the torque wrench or damage may occur to the hand piece. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported the device broke off inside the patient during a thoracoscopic decortication on april 28th. The dislodged piece was successfully recovered and shipped back. There was no additional patient injury or medical intervention reported. The complainant is not aware of the extended procedure time. These are commonly used devices that are readily available.